Manufacturer narrative:
(B)(4). Concomitant medical product - pn: us157846, ln: 119580, m2a-magnum pf cup 46odx40id. Pn: 650-1055, ln: 825270, cer bioloxd option hd 28mm. Pn: 51-101070, ln: 3282804, tprlc 133 fp type1 pps ho 7.0. Pn: ep-200146, ln: 149230, act artic e1 hip brg 28x40mm. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 1825034-2017-00017 & 1825034-2017-02425.

Event description:
It was reported patient is experiencing pain, leg length discrepancy, and difficulty walking approximately two years post-implantation. Patient reported incorrect size taper was implanted during initial procedure. The patient indicates future revision; however, no revision procedure has been reported to date. No further information has been reported at this time.

Manufacturer narrative:
(B)(4). No product was returned; therefore visual and dimensional evaluations could not be performed. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-02425 and 0001825034-2018-00140.